Event description:
Casters swivel when the brake is set. No injury alleged.

Manufacturer narrative:
Technician found that all casters swivel around when the brake is set. Replaced casters and checked functions to resolve this issue. Bed found in storage room out of service.